Manufacturer narrative:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5037149) on 26-sep-2014. The most recent information was received on 06-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure"), genital haemorrhage ("heavy and irregular bleeding"), sepsis ("sepsis") and adverse event ("many health problems") in a 27-year-old female patient who had essure (batch no. 676117-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's past medical history included abscess and hepatitis c. Concurrent conditions included cholelithiasis, peritonitis, spondylosis, pleural effusion, gallstones, condyloma and rash. Concomitant products included antibiotics since (B)(6) 2017, cyanocobalamin (vitamin b12) and multivitamin. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced sepsis (seriousness criterion medically significant), shock ("shock") and abdominal abscess ("intra-abdominal abscess"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), adverse event (seriousness criterion disability), ovarian cyst ("cyst on ovaries"), abdominal pain lower ("severe cramping"), back pain ("lower back pain") and anal incontinence ("bowel leakage"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, sepsis, adverse event, ovarian cyst, abdominal pain lower, dysmenorrhoea, fatigue, shock, abdominal abscess, menorrhagia, vaginal haemorrhage, back pain and anal incontinence outcome was unknown. The reporter provided no causality assessment for adverse event and ovarian cyst with essure. The reporter considered abdominal abscess, abdominal pain lower, anal incontinence, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, sepsis, shock and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2017, limited imaging through lung bases demonstrates no pleural or pericardial effusion. Heart size normal. No suspicious basilar consolidation. Most recent follow-up information incorporated above includes: on 6-nov-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5037149) on 26-sep-2014. The most recent information was received on 26-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure"), genital haemorrhage ("heavy and irregular bleeding"), sepsis ("sepsis") and adverse event ("many health problems") in a 27-year-old female patient who had essure (batch no. 676117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's past medical history included abscess and hepatitis c. Concurrent conditions included cholelithiasis, peritonitis, spondylosis, pleural effusion, gallstones, condyloma and rash. Concomitant products included antibiotics since (B)(6) 2017, cyanocobalamin (vitamin b12) and multivitamin. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced sepsis (seriousness criterion medically significant), shock ("shock") and abdominal abscess ("intra-abdominal abscess"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), adverse event (seriousness criterion disability), ovarian cyst ("cyst on ovaries"), abdominal pain lower ("severe cramping"), back pain ("lower back pain") and anal incontinence ("bowel leakage"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, sepsis, adverse event, ovarian cyst, abdominal pain lower, dysmenorrhoea, fatigue, shock, abdominal abscess, menorrhagia, vaginal haemorrhage, back pain and anal incontinence outcome was unknown. The reporter provided no causality assessment for adverse event and ovarian cyst with essure. The reporter considered abdominal abscess, abdominal pain lower, anal incontinence, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, sepsis, shock and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2017, limited imaging through lung bases demonstrates no pleural or pericardial effusion. Heart size normal. No suspicious basilar consolidation. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In this particular case, cyst and unspecified adverse events were reported. The reported adverse events were considered unrelated by company. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded ¿unconfirmed quality defect¿. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 26-oct-2018: medical record received. Reporter added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on (B)(6) 2014. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure"), genital haemorrhage ("heavy and irregular bleeding"), sepsis ("sepsis") and adverse event ("many health problems") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's past medical history included abscess and hepatitis c. Concurrent conditions included cholelithiasis, peritonitis, spondylosis, pleural effusion, gallstones, condyloma and rash. Concomitant products included antibiotics since (B)(6) 2017, cyanocobalamin (vitamin b12) and multivitamin. On (B)(6)2009, the patient had essure inserted. On (B)(6)2017, 7 years 6 months after insertion of essure, the patient experienced sepsis (seriousness criterion medically significant), shock ("shock") and abdominal abscess ("intra-abdominal abscess"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), adverse event (seriousness criterion disability), ovarian cyst ("cyst on ovaries"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("lower back pain") and anal incontinence ("bowel leakage"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube) on(B)(6)2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, sepsis, adverse event, ovarian cyst, abdominal pain lower, dysmenorrhoea, fatigue, shock, abdominal abscess, menorrhagia, vaginal haemorrhage, back pain and anal incontinence outcome was unknown. The reporter provided no causality assessment for adverse event and ovarian cyst with essure. The reporter considered abdominal abscess, abdominal pain lower, anal incontinence, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, sepsis, shock and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6)2017, limited imaging through lung bases demonstrates no pleural or pericardial effusion. Heart size normal. No suspicious basilar consolidation quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In this particular case, cyst and unspecified adverse events were reported. The reported adverse events were considered unrelated by company. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded ¿unconfirmed quality defect¿. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received: reporter, concomitant disease, concomitant medication, patient demographic and events (abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain, fatigue, other injury(ies) or complication (s) :sepsis. Shock. Bowel leakage, intra-abdominal abscess, the patient did not undergo essure confirmation test) were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration of the essure"), genital haemorrhage ("heavy and irregular bleeding") and adverse event ("many health problems") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), adverse event (seriousness criterion disability), ovarian cyst ("cyst on ovaries") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (pelvic surgery). At the time of the report, the device dislocation, genital haemorrhage, adverse event, ovarian cyst and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation and genital haemorrhage to be related to essure. The reporter provided no causality assessment for adverse event and ovarian cyst with essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In this particular case, cyst and unspecified adverse events were reported. The reported adverse events were considered unrelated by company. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded ¿unconfirmed quality defect¿. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2017: follow up from summons heavy and irregular bleeding, chronic pelvic pain, severe cramping, and migration of the essure. Case classification updated to potential legal case essure legal manufacture has changed from bayer healthcare, (B)(6), milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.